Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported the patient experienced poor sound quality and poor performance with the device. Electrodes were found to be out of compliance and short circuits were noted on e20 and e10 electrode. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient also experienced electrode extrusion that caused a perforation in the tympanic membrane which resulting in the decision to explant the device.